Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported the patient presented in a hospital emergency room after receiving 3 shocks inappropriately during physical activities. It was found the fast rhythm was caused by physical activity and was not counted as normal rhythm. Programming change were recommended.